Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h11. The cerelink sensors (ID 826850) was not returned for evaluation as the product was discarded and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
2 of 2 reports. Other mfg report number: 3013886523-2025-00187. A facility reported that two cerelink sensors (ID 826850) showed an error message in the monitor mentioning cable failure. On (B)(6) 2025, cerelink sensor #1 was implanted. Nursing documentation reports sensor is not functional and so the patient transfers to ICU without icp monitor. On (B)(6) 2025, the patient undergoes a second procedure to implant "microsensor #2", sensor is working after implantation. On (B)(6) 2025, the patient comes back from MRI and error message appears on the monitor "sensor or extension cable failure! Disconnect and replace cable or sensor". After replacing the extension cable, they had the same error message. Note: during field visit on june 6, 2025, I. T. V. (Nurse counselor) mentions that the sensor was not coiled in loops on a dry gauze on patient's head as IFU demands for MRI. She says she saw a part of the censor's wire hanging straight, and the other part was coiled in loops on a dry gauze on patient's head. On june 26, 2025, dr. (B)(6) reports that 2 sensors had problems working correctly and that the error message on the monitor mentions cable failure. Medical staff connected the patient's "microsensor #2" to another cerelink monitor (monitor (B)(4)) and extension cable and the error message is still appearing. The patient did not experience any signs or symptoms; however, the physician reiterated that patient did not have icp monitoring during the episode. The first microsensor was removed on (B)(6) 2025. The second microsensor was removed and replaced. According to the nursing team, the patient's lead was always connected, and the implant location was the parenchyma. The patient's current condition was not available.